Manufacturer narrative:
The reported 10x25mm biosure has screw, used in treatment, has been returned for evaluation. Visual assessment of the screw showed a majority of the treads are deformed and are missing pieces. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. Without the pertinent clinical details regarding patient bone quality, graft type and size as well as tunnel size an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. Improper site preparation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during an acl reconstruction surgery, the screw was found thread crooked. However, there was no breakage into the patient. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. Results of investigation have concluded that the device was deformed and it was missing pieces and was actually used inside the patient which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.